Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5651310 number, and no non-conformance's were identified. Manufacturing date: dec/16/2005 expiration date: dec/15/2010 a manufacturing record evaluation was performed for the finished device 5672672 number, and no non-conformance's were identified. Manufacturing date: apr/04/2006 expiration date: apr/03/2011 reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced rupture on an unknown side post procedure. The rupture was confirmed through mammography. As a result, an explant was performed on (B)(6) 2022. Two lot/serial numbers were provided, however, the identity of the one belonging to the impacted product could not be clarified. This is reflected in d4. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on september 26, 2022. The rupture, originally thought to be unilateral of an unknown side, was found to be bilateral through analysis. The lot and serial number have been updated to reflect this. See 1645337-2022-11475 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on september 27, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on september 2, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).